Event description:
The healthcare professional reported that during a vascular stent placement procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (vrd) (enc451412 / 6133915) was impeded in the y-connector of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30638973) when the introducer was connected to the y-connector. The physician removed the stent and the microcatheter together. New devices were used to complete the procedure. There was no patient adverse event or complication associated with the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30638973) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00137. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (vrd) (enc451412 / 6133915) was impeded in the y-connector of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30638973) when the introducer was connected to the y-connector. The physician removed the stent and the microcatheter together. New devices were used to complete the procedure. There was no patient adverse event or complication associated with the reported issue. On 11-apr-2022, additional information was received. The information indicated that the patient is a 67-year-old male. The target vessel was the v4 segment. Continuous flush had been maintained through the microcatheter. The stent was not pushed into the microcatheter, it was impeded in the y connector; the stent / stent delivery system did not appear damaged. There was no damage observed on the prowler select plus microcatheter. It was verified that the introducer was fully seated and secured in the hub. The device did not move out forward out of the introducer during insertion through the y connector o in the hub. Nothing unusual was noted about the system prior to use. The reported event did not result in a clinically significant delay in the procedure. The procedure was completed with a 4mm x 16mm enterprise 2 (encr401600) and a 150cm x 5cm prowler select plus microcatheter (606s255x). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The returned complaint device was observed compressed at 58 inch (147.32 cm) from the proximal end. No other damages were observed. The retuned device was unsuccessfully flushed due to the compressed condition observed on the distal body. The condition of the returned device precluded the functional test. The inner diameter (ID) and outer diameter (od) of the device were measured and observed to be within specifications. The damage observed during the visual inspection does not provide evidence that this contributes to the impeded condition reported by the user since the damage was found in the distal portion of the device and the complaint documented that the problem was at the hub. No damages were found on the device at this point that contributed to the failure. This suggests that the failure may be the result of an operational problem. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The damage observed on the microcatheter may have occurred during the withdrawal of the device since this damage is not reported in the complaint. A review of manufacturing documentation associated with this lot (30638973) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found (c19)¿ code was used in the investigational findings because the damaged condition noted during the visual inspection does not provide evidence that it contributed to the reported issue in the complaint. The damage was noted on the distal portion of the complaint device. The complaint documented the problem at the device hub. This code corresponds to the code ¿no problem detected (c14)¿ code in the investigation conclusions. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00137 . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 28-jun-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00137 and 3008114965-2022-00138. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-apr-2022. [Additional information]: on 11-apr-2022, additional information was received. The information indicated that the patient is a 67-year-old male. The target vessel was the v4 segment. Continuous flush had been maintained through the microcatheter. The stent was not pushed into the microcatheter, it was impeded in the y connector; the stent / stent delivery system did not appear damaged. There was no damage observed on the prowler select plus microcatheter. It was verified that the introducer was fully seated and secured in the hub. The device did not move out forward out of the introducer during insertion through the y connector o in the hub. Nothing unusual was noted about the system prior to use. The reported event did not result in a clinically significant delay in the procedure. The procedure was completed with a 4mm x 16mm enterprise 2 (encr401600) and a 150cm x 5cm prowler select plus microcatheter (606s255x). Multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30638973) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device has not been returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00137 and 3008114965-2022-00138. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.